Event description:
The customer reported a leak contained in the coulter hmx hematology analyzer w/ autoloader. There was no biohazard exposure to open wounds or mucous membranes. Patient results were not affected.

Manufacturer narrative:
The field service engineer (fse) found a small pinhole leak on the sample line bell fitting that connects the bsv to diff mix chamber. He replaced the tubing and verified instrument performance. (B)(4).